Event description:
It was reported that patient underwent a procedure utilizing a cylindrical bullet nose reamer 9mm by 250mm. During the procedure the reamer fractured and part of the fractured reamer remained embedded in the patient. The surgeon removed the embedded part of the reamer but a delay of an hour and a half occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Event description:
It was reported that patient underwent a hip procedure, utilizing a cylindrical bullet nose reamer 9mm x 250mm. During the procedure, the reamer fractured; the fractured portion remained in patient's bone and was successfully removed. As a result, a delay of an hour and a half occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. The associated package insert contains the following warning: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture."analysis of the fracture features suggest a rotational ductile fracture with multiple origins.(B)(4)